Event description:
It was reported that log files from the right ventricular assist device (rvad) was submitted for evaluation. Flows slightly dropped from baseline and the power had increased on the same set speed. There were no unusual events recorded in the event log file history. Additional information was received that the patient was on continuous renal replacement therapy (crrt) and had a negative fluid balance. Fluid removal was stopped and IV fluid bolus was given. The patient had no symptoms at the time, and the trend was observed via intensive care unit ward round.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.